Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: adrenalectomy event description: [hospital] after placing the specimen in the bag, the tie strap became stuck and failed to secure the bag¿s opening when the rod was pulled back. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. The product is available for return. Additional information received from [name] via email on 20sep2024: the actuator was not able to be fully retracted. The specimen was contained inside the bag. The main issue was that the string got stuck, preventing the bag's opening from tightening. It is unclear whether the bag was damaged, but there was no leakage. Intervention: user replace with a new one to complete this surgery. Patient status: fine.

Event description:
Procedure performed: adrenalectomy. Event description: [hospital]. After placing the specimen in the bag, the tie strap became stuck and failed to secure the bag¿s opening when the rod was pulled back. There is no impact to patient. User replace with a new one to complete this surgery. There is no other instruments to effect this event. The product is available for return. Additional information received from [name] via email on 20sep2024: the actuator was not able to be fully retracted. The specimen was contained inside the bag. The main issue was that the string got stuck, preventing the bag's opening from tightening. It is unclear whether the bag was damaged, but there was no leakage. Additional information received from [name] via email on 17oct2024: the user mentioned that their department frequently uses this series of equipment but does not remember the details of the usage process very well. As for whether another instrument was used to extract the green bead, they cannot provide an accurate response. The bead component separated outside of the patient. Intervention: user replace with a new one to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a jammed device. Additionally, the bag cuff was observed to be cut. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted and deployed multiple times, resulting in the device jam. It is likely that the bag cuff came into contact with a sharp instrument or object resulting in a clean cut on the bag cuff. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Based on the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable as the bag cuff was observed to be cut. [Correction] the brand name in section d1 and the primary/additional UDI numbers in section d4 have been updated.